Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet paired with a dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss and dosing stops alerts, followed by a pairing failure alert to the ilet while the dexcom app continued to show glucose readings, consistent with intermittent communication failure associated with the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the connected cgm, characterized by intermittent communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.